Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and was able to confirm the reported issue. The device was sent to livanova deutschland for further investigation but the error codes could not be reproduced because the unit was tripping the fuse immediately caused by a defective compressor.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that multiple error codes were displayed on a heater-cooler system 3t during priming. There was no patient involvement.